Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 99% stenosed, mildly calcified lesion in the mildly tortuous right coronary artery (rca). A non-abbott guide wire was placed. The 3.5x28mm xience xpedition stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy and the sds proximal shaft separated. The sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.